Event description:
It was reported that the proximal coil on this right ventricular (rv) lead was damaged during a normal device changeout procedure. The rv lead was pushed into the heart and back after several times and it was suspected of defective proximal coil. This rv lead was surgically replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found torn/separated covering of the proximal spring electrode and spring was stretched. Laboratory analysis did confirm the outer damage to the lead.

Event description:
It was reported that the proximal coil on this right ventricular (rv) lead was damaged during a normal device changeout procedure. The rv lead was pushed into the heart and back after several times and it was suspected of defective proximal coil. This rv lead was surgically replaced with a new lead. No adverse patient effects were reported.